Event description:
It was reported that the pt experienced "neurological problems", nausea, and pain at the neurostimulator site and to the right and above the site. The entire device system was removed. No pt outcome was reported. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
.